Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implanted system was removed approximately one month post implant, due to infection at the implant site. No product return is expected and a new system to be implanted post infection resolution.